Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the caller acknowledged.